Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "nurse was preparing for initiation of IV therapy with patient using bd nexiva 20g closed IV catheter set. Rn removed plastic sheath covering needle, and when rn was about to insert IV into patient, the saline lock portion (extension tubing after needle) fell to the ground. The rn was left holding on the needle and stabilization platform of the closed IV catheter set. (Note: for safety purposes, rn removed needle prior to submitting for review of product)."

Event description:
It was reported that separation occurred before use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "nurse was preparing for initiation of IV therapy with patient using bd nexiva 20g closed IV catheter set. Rn removed plastic sheath covering needle, and when rn was about to insert IV into patient, the saline lock portion (extension tubing after needle) fell to the ground. The rn was left holding on the needle and stabilization platform of the closed IV catheter set. (*note: for safety purposes, rn removed needle prior to submitting for review of product)."

Manufacturer narrative:
H.6. Investigation summary: received one unused nexiva 20ga unit in an opened package from catalog number 383536, lot number 9064550. Also, one photo was submitted for review; photo displayed a 20ga winged adapter, 20ga dual port adapter, disengaged needle set inside of a package blister pack (bottom web). A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual/microscopic evaluation: the extension tubing was separated from the winged adapter. Photo: based on the evaluation of the submitted photo, the extension tubing was separated from the winged adapter. Which revealed the same finding as the evaluation of the returned unit. Conclusion: manufacturing ¿ the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the zone 8 adhesive dispense station. When the adhesive dispenses tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design on nfa1 and nfa2, and it was discovered that the 100% adhesive presence vision system was not capable of detecting these failures. When nfa3 was validated, it was thought to have the same vision system tool upgrades as nfa1 and nfa2 in order to detect these failures; however, it was determined that modifications to the nfa3 vision system tools needed to be made as well. The manufacturing department identified the issue and took immediate corrective action on 03 may 2019 by upgrading the vision system on the nfa3 production line to be able to detect adhesive that was not in the correct location. Tip holders are in place at the station to better protect the tips from damage and becoming misaligned. H3 other text.